Event description:
Based on discussions with the perfusionist and hosp risk mgmt, the initial observation as the event unfolded was that the blood returning to the pt from the oxygenator turned dark, indicating lack of oxygenation. While trying to determine the cause, it was discovered that the oxygen hose to the oxygenator was loose. It is not clear whether the oxygen hose was loose before the blood turned dark. Or whether it was loosened while the team was trying to determine the cause of the event. The oxygenator was changed out, the same oxygen hose was attached to the new oxygenator, and the surgical procedure was completed with the new oxygenator.